Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that on (B)(6) 2017, the patient was mowing their lawn and their ins spontaneously stopped working. The patient had reported falling off their sofa while sleeping prior to their ins not working but the exact date they fell off the couch could not be recalled by the patient. When the patient noticed their ins stopped working they checked the ins charge and it had a 3/4 charge. They checked to make sure it was on. They increased the stimulation using the patient programmer but they did not feel any stimulation. They did not see any error codes. On (B)(4) 2018 when the rep met with the patient, impedances and group impedances were checked. All impedances were between 600-800 except for electrodes 6,7,14, and 15, which were in the low 1000s and were not being used in programming. On (B)(6) 2017, the patient started feeling the stimulation again and since then they have not experienced it turning off; issue was resolved. The patient was instructed to notify the rep if it occurs again. No further complications were reported or anticipated.